Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 12/28/96. On 12/30/96 after iabp for about 2 days, blood wasnoted back into the pump. Event complications: unknown - reported 12/31/96. Pt's current status: unk - rpt'd 12/31/96.